Event description:
Call received from reporter who expressed that she received complimentary covid tests that have an extended expiration date of 30-dec-2024. Reporter stated that the tests expire soon and would not last long enough to cover the height of the flu or covid season which is usually into early 2025. She wanted to inquire why a manufacturer would send out short-dated covid tests and what is the rationale behind this? Reporter also wanted to know, if she sends them back, if newer up-to-date tests would replace the ones that she has now.